Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurement revealed affected channels.

Manufacturer narrative:
Additional information: according to the information received from the field, damage to the active electrode due to device minute mobility seems likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The recipient is being monitored by the clinic and reimplantation is possible, but no date has been decided yet.

Event description:
In situ measurement revealed affected channels. No trauma or accident was reported. The recipient has not been using the implant processors or attending school regularly, so there was no chance to notice a decrease in hearing. The audiologist would like to have the affected site reimplanted. However, first the team wants to focus on the contralateral functional ear.